Event description:
Information received by medtronic indicated that the insulin pen was not working properly. Also stated that dial was not past 5 units due to lot of resistance and not able to push in. No harm requiring medical intervention was reported. The insulin pen will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.